Event description:
Customer reported that the alarm has no power even when tested with new batteries, no other damage detected on the alarm. There was no patient incident or injury reported. Inspection of the alarm found battery acid leakage inside the unit.

Manufacturer narrative:
(B)(4). Evaluation: evaluation of the returned product found evidence of battery leakage inside the unit. The battery door falls off when opened. Note: posey instructions for use has a warning/caution: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. Do not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery "chirp." Depleted batteries may leaks and corrode, causing damage to the electronics and reliability. When storing the alarm for a short period with power "on" to maintain customer voice messages and settings, check the alarm every week to make sure the batteries are still operable and the alarm is still on. If the alarm low battery alert is chirping, or the alarm does not power up. The batteries are depleted and mush be removed. Do not leave depleted ("dead") batteries in the alarm to avoid corrosion. (B)(4).